Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor and was therefore unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness and required treatment with food provided by healthcare provider. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 5 days of wearing the adc freestyle libre sensor and was therefore unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness, and required treatment with food provided by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. There was a watermark at the base of the tail (indicating that the sensor was applied correctly). All results were within specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.